Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a healthcare professional (hcp) called to report that a patient's right ventricular (rv) lead triggered an alert for high rv bipolar lead impedance. Hcp stated the patient had a swollen left arm due to vascular occlusion of some type. Hcp related arm swelling and lead alert as being associated and it was undetermined which came first. A few days later a company field representative also noted abrupt, unstable increase in rv bipolar and rv-ring to rv-coil impedances. The lead was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.